Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp device for mechanical circulatory support. While on support, the patient went into atrial fibrillation. Amiodarone bolus was administered to the patient and rhythm converted to normal sinus rhythm. The patient continued on support until the device was successfully weaned. The patient's outcome was noted to be stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella rp system with automated impella controller & impella rp flex with smartassist system with automated impella controller instructions for use & clinical reference manual section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ this report is being filed as part of a retrospective review of historical records.